Event description:
Failed deployment of ph monitor while attempting to place an esophageal ph monitor resistance was noted during deployment, after removal of the deploying device, the ph monitor was found to be intact in the deploying device.